Event description:
A customer contacted baxter's technical service center regarding a "high drain 107" alarm that occurred on the homechoice (hc) machine. This event occurred after patient use. The home patient (hp) stated that when he shut device down, he was getting an alarm about the drain. The technical service representative (tsr) reviewed the alarm log and found the alarm was a high drain 107. The patient had no symptoms. There was patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, insufficient drain-tidal ultra-filtration (uf) removal set too low. If any additional information is received, a follow-up will be sent. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. "